Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a contact detach 23" 6 mm infusion set after a meal, during which glucose rose as if insulin was not effective and the pump displayed a high reading; the user changed all supplies and glucose returned to range. Symptoms included hyperglycemia with thirst, lethargy, and irritability. Outcomes included a missed effective dose and a delay to treatment until the set change and supplies replacement. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no specific findings, with insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.